Event description:
A malfunction alarm was reported on the customer's pump, specifically related to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Although the pump malfunctioned multiple times, the customer had no backup insulin therapy, so they planned to contact their healthcare provider. Tandem technical support decided to replace the pump and provided detailed instructions for the customer to return the defective pump. The replacement would come with updated software, and the customer was briefed on operating the new pump and managing sensor sessions.